Manufacturer narrative:
Covidien reference:(B)(4). The service engineer (se) replaced the graphic user interface (gui) liquid crystal display (ldc) panel. The ventilator passed self-testing.

Event description:
Report received of ventilator with an intermittent blank screen. The ventilator was not on a patient at the time of the event.